Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colon mucosectomy procedure. According to the complainant, while they were unpacking the device, they noticed that the sheath was kinked. When they tested the device, it did not open correctly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colon mucosectomy procedure. According to the complainant, while they were unpacking the device, they noticed that the sheath was kinked. When they tested the device, it did not open correctly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The product was inspected when received. The clip prongs opened to approximately 7mm and were bent. The clip assembly was actuated several times and deployed per design.; two distinctive clicks were heard. No kinks were found in the over sheath. A review of the device history record (DHR) was performed; no anomalies were noted. A root cause of the damage could not be definitively determined. (B)(4)